Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2020. Additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Deviations were reviewed and are not related to the reported complaint event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/11/2020.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed, however not received to date: lot number and product code provided correspond to reservoir. Please clarify: what part of the equipment was obstructed, the drain or the reservoir? What part of the equipment was replaced to correct the situation, the drain or the reservoir? If drain was replaced please clarify: what is the product code and lot number of the drain used? Was the drain removed or replaced surgically? Were any anomaly or deficiency noted in the drain during placement? What is the current condition of the patient? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date a reservoir was used. After surgery, the patient being in the room, it could not be drained since the equipment was obstructed, the change was requested to the pharmacy supervisor, who changed it and got it working correctly. No reported patient consequences. Additional information was requested.